Manufacturer narrative:
(B)(4). Only event year known: 2018. Concomitant products: reload tr45w (lot n4lv3v x 1 and n4lv02 x 2). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Dr was doing a liver resection using the device with reloads tr45wu x 3. The staple gun got stuck on the liver and wouldn¿t open properly. He had to try and open the jaws with his fingers. It finally opened only to find that the staple line was incomplete and had not sealed the liver properly. He sutured the liver to stop the bleeding. The patient is fine and he was able to complete the procedure.